Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed built-in error and the act button on the insulin pump was not working. The customer¿s blood glucose level was 303 mg/dl at the time of the incident. The customer stated that insulin pump stopped working last night. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. No button error alarm noted. The insulin pump had a cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and minor scratched display window.